Event description:
It was reported "piece was implanted in a trauma pt for about 1 week and became disconnected. The device was replaced. Due to the extensive trauma, a second incision was not required.